Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/hematoma: the cause of the access site adverse event was use related as the hematoma occurred after sheath exchange and the first perclose had failed. Device/patient interaction: the cause of the device/patient interaction was use related as the vascular damage occurred during the sheath exchange and the first perclose had failed and made the vessel tight per clinical. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma and vascular damage after the sheath was exchanged. The impella was explanted. The patient is in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.